Event description:
It was reported that during the implant procedure, the included tool (to screw the lead into the myocardia) was not snapping properly onto the distal portion of the lead. Several attempts of lead placement were performed until the lead screw was found deformed. The lead was attempted and not used. A second lead came to use with positioning issues. Finally, a needle holder was used to screw the lead into the myocardia. The second lead remains in use. No patient complications have been reported as a result of this event.